Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as weeping blisters under the electrodes. There was no alleged device malfunction contributing to the blisters. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.